Manufacturer narrative:
Evaluation revealed the target device (investigated under pr # (B)(4) as primary product. The speedlock sleeve investigated in this investigation is rather regarded as associated product. Further associated products were not reported. Deviations in the inspection documents were not found. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed function was given in full on the devices at the stage of delivery. The item returned was documented as faultless prior to distribution and as it had been in use for a longer time (more than 3 years) we pre-suppose that this target device had fulfilled its tasks in former surgeries as intended. After removing the pins of the speedlock sleeve and disassembling the items we found that a piece of the connecting rim at the bottom of the targeting arm where the knob or speedlock sleeve can be mounted is broken off. The broken off piece had jammed in between speedlock sleeve and targeting arm resulting the issue that the speedlock sleeve could not be disassembled from the target device. The breakage surface at the connecting rim of the reception of the targeting arm shows typical traces of a brittle breakage like no plastic deformation which suggests that sudden force was applied (e.g. Accidentally dropped or hammer-blows upon re-positioning or removal of the nail). The found damage at the targeting arm is not device related but rather related to inadequate handling in a suboptimal intra-operational procedure. Furthermore pre-damages in former surgeries cannot be excluded. There was no confirmed issue with the speedlock sleeve itself. The issue was the (pre-) damaged target device.

Event description:
During a gamma nail procedure, the guidewire would not pass through the guidewire sleeve. The surgeon backed the nail out and used a different sleeve to complete the case successfully. After the case, the sales rep was attempting to dismantle the targeting arm and could not get it apart.

Event description:
During a gamma nail procedure, the guidewire would not pass through the guidewire sleeve. The surgeon backed the nail out and used a different sleeve to complete the case successfully. After the case, the sales rep was attempting to dismantle the targeting arm and could not get it apart.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.